Manufacturer narrative:
(B)(6). G4: date received by manufacturer - correction the date in the initial MDR, should be 09/30/2020.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that there was no alert on the g6 mobile app and a hypoglycemic event. The patient reported her sensor failed during warm-up. Due to her previous sensor having failed, she inserted this sensor into the abdomen around or just after midnight on (B)(6) 2020. She then fell asleep and at around 5:00 am on (B)(6) 2020, her mother found her unresponsive. The patient stated that the cgm showed her glucose level had been around 40 mg/dl or below from the time the session had started. She apparently had heard no alarm for the low values, or was unable to respond, stating she has no memory of it. Her mother gave her glucagon, but since she gets irrational when her glucose goes that low, she pushed the mother away during the glucagon injection and the needle bent while it was in her leg. She did not report any related injury. She did not require any further medication and did not go to the hospital. She replaced the sensor right away. At the time of the report, the patient was feeling well. Data was provided and the allegation was not confirmed. The probable cause could not be determined as the reported allegation was not found and the product performed within specification. No additional patient or event information is available.